Manufacturer narrative:
This complaint was identified during our retrospective review on complaints from our facility in (B)(4). (B)(4). Based on available info, our medical determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove a catheter whose balloon fails to deflate. Reported to FDA on: (B)(4) 2013.

Event description:
(B)(4). This complaint was received by (B)(4) on (B)(4) 2012 from (B)(6) for product 2 way tiemann sec foley catheter size 14x10. Customer complaining: "non deflation. It was impossible to deflate the balloon by connecting syringe barrel to the valve."